Event description:
It was reported that guidewire fracture occurred. Vascular access was obtained from the right groin. The target lesion was located in the left proximal superficial femoral artery. After a 6fr non-bsc sheath was placed, a 182cm straight tip v-14 control wire guidewire was used to cross the lesion. However, when a non-bsc intravascular ultrasound (ivus) catheter was also advanced to the left iliac, the guidewire broke outside the patient. The procedure was completed with no issues. No patient complications were reported.

Manufacturer narrative:
Date of event- used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR.: the device was returned for analysis. The guidewire received was found broken/fractured approximately at 50.5 cm from the proximal end. The other section measured approximately 130 cm from the distal tip. The device has the distal tip kinked and body kinked. No more damages were found in the device. Dimensional inspection of the overall length of the device and outer diameter of the distal tip could not be performed due to device condition. Outer diameter of middle and proximal section of the device are within specification.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that guidewire fracture occurred. Vascular access was obtained from the right groin. The target lesion was located in the left proximal superficial femoral artery. After a 6fr non-bsc sheath was placed, a 182cm straight tip v-14 control wire guidewire was used to cross the lesion. However, when a non-bsc intravascular ultrasound (ivus) catheter was also advanced to the left iliac, the guidewire broke outside the patient. The procedure was completed with no issues. No patient complications were reported.